Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom) test strip UDI# (B)(4). Note: manufacturer contacted customer on 9/4/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; no symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for erratic blood glucose test results; customer was also concerned with result obtained of 45 mg/dl. Customer stated that she was more concerned that the results were erratic than they are low or high. Husband is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 95 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is august 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:concerns with all results. Husband called in stating that meter is reading erratic, questioned the low readings of 45mg/dl , customer states that she is more concern that the results are erratic than they are low or high.